Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc concluded that the reported event may have been caused by the loss of communication between the video system center and the camera head due to contact failure by disconnection of the camera cable. Omsc confirmed the the product shipment record, but found that there was nothing wrong with the device, and determined that the disconnection of the camera cable may have been caused by the customer's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(6) for evaluation. Olympus repair center inspected the device and confirmed the following; the camera cable was damaged and had to be replaced. The reported event may have been caused by a broken camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the abdominal procedure, the endoscopic image of the device disappeared. The user replaced the device to another device and completed the procedure. The procedure was extended by approximately 10-15 minutes due to device replacement, but there was no report of patient injury associated with the event.